Event description:
It was reported that during a routine device change out procedure. Upon exposure to electrocautery, the pulse generator exhibited backup operation and loss of output. The device was successfully explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.